Event description:
A report was received that the patient's ipg was superficial and that the patient had charging issues. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.